Manufacturer narrative:
Evaluation of the product has now updated this event to both an adverse event and product problem. The treatment tip was returned and evaluated. The tip passed flow test and thermistor test. It failed the leak and visual tests due to observation of burnt traces on the surface membrane as well as dielectric breakdown. Functional testing was not performed due to the damage on the tip. A review of the manufacturing records showed all requirements were met. It was reported the user uses a "sliding" technique which is not approved per thermage cpt IFU. Customer should apply reps in a stamping motion. Datacard logs could not be reviewed since the patient treatment data was corrupted. Service confirmed damage on the tip membrane along the rf trace. Solta medical has confirmed a low incidence (less than 1%) of patient burns associated with rf trace damage. Based on the available information, patient burn was most likely caused by damage on the tip membrane along the rf trace.

Manufacturer narrative:
The clinic confirmed that this was the tip's first use and was inspected prior to the treatment. Nothing was noted on the surface of the tip. During the treatment, the tip was re-inspected twice prior to the burn. After 30 repetitions, the treating individual noted that the tip¿s surface became transparent and the tip started to smoke. Treatment was immediately halted. The tip is available but has not yet been returned for evaluation. A review of the device history log is currently in progress. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A clinic reported that while receiving a thermage treatment on the face, a patient experienced blisters on the cheek and area between the angle of the mandible and the ear. The blisters were noted on the same day as the treatment. The patient was treated with a cold compress as well as an unknown burn ointment and an unknown growth factor cream. The patient''s current status is unknown as the patient is no longer in touch with the clinic. It is unknown if there will be any permanent damage or scarring. Available pictures were reviewed, and erythema and small blisters were visible on the left face area close to the mandible. An unknown topical anesthetic cream was used prior to the treatment. The highest energy level setting was 5.5 and a sliding technique was used during the treatment. Cryogen and coupling fluid was used, however, the quantity is unknown. The clinic stated that there were no errors noted during the treatment, however the tip¿s surface became transparent after 30 repetitions on the left side of the face. The burn occurred after a single repetition in the mandible area. The treating individual proceeded with another single repetition and reported that the tip started smoking. Treatment was immediately halted, and the patient was treated with a cold compress and an unknown burn ointment. Blisters were noted on the burn area.